Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing. Boston scientific technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Boston scientific recommended to continue monitoring this patient via latitude home monitoring system and to program the rrt off if desired. This crt-d remains in service and there were no adverse patient effects reported.